Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that a fuse in the viewing station of the imaging system was open. To restore functionality, the fuse was replaced. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the viewing station of the imaging system powered down during transport and could then subsequently not be powered on. It was reported that the line power light was not illuminated and that multiple outlets were tested without resolution. There was no patient present when this issue was identified. No additional information was provided.